Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to the lid reed switch remaining in a shorted position when the lid is opened. The lid reed switch remaining shorted causes the device to act like there is no power being supplied to the device. The customer received a replacement device. (B)(4).

Event description:
The customer reported that their device did not have any audio prompts when the device was powered on and the lid was opened. The device appeared to start the power on sequence by illuminating the leds but the device did not have any audio prompts and could not be used by the end user, if needed. There was no patient use associated with the reported issue.